Event description:
Atrial threshold was originally right around 2.0 @ 0.4ms, but has been consistently over 2.5@0.4 recently. Patient is set to monitor, discussed current egm (electrogram) does appear to be atrial capture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).